Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a review of this system's stored episodes identified an untreated event and noise. The patient was brought into the clinic for evaluation and strips showed very large non-physiologic noise on the primary vector. A boston scientific technical services consultant discussed the clinical observations with the caller. An xray was performed and it could not be confirmed if the terminal pin was fully inserted beyond the connector block. The system was programmed to secondary vector and will discuss the issues with the physician. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.